Event description:
Falsely elevated chloride (cl) results were obtained on two patient samples. The results were reported to the physician who questioned the results. The samples were repeated and lower results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated chloride results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated chloride results is malfunction of the imt pump. The siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and replaced the imt pump. The instrument is performing within specifications. No further evaluation of the device is required.